Event description:
During a neck-left supra scapular, the trocar when activated froze the skin of the pt at the entry point of the skin, not just at the tip.

Manufacturer narrative:
A DHR review was conducted with no anomalies found. Although the initial reporter has indicated the device will be returned, the device has not yet been returned. An add'l request for the device was made. This report will be supplemented as appropriate if/when the device is returned. (B)(4).